Event description:
Procedure: bowel resection. According to the reporter: the stapler was fired in formal fashion, however, no staples were resent in the tissue following the firing sequence. Used another device, with minimal tissue loss, to complete the procedure. No extension to surgical time was required. No reinforcement material was used. There was no pt injury or ill-effects. Pt current status was reported as recovering. The devices are being returned for eval.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).